Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the cvx-300 was evaluated on-site by a field service engineer. During inspection, it was noted that the system was intermittently firing when the footswitch was depressed. The bayonet neill-concelman (bnc) connectors and thyratron driver were cleaned, the system was calibrated, and verified proper system operation. The system met specifications and was returned to service. H6) after evaluation, the dirty bnc connectors were determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a patient, necessitating the use of a spectranetics cvx-300 excimer laser system to power a laser catheter. During use, the system displayed a ¿power error¿ when the footswitch was engaged; therefore, rendering the system inoperable. Use of the laser system was aborted, and attempts to advance a balloon past the region of interest were unsuccessful. The procedure was postponed until the system could be repaired. There was no reported patient harm. This report captures the cvx-300 terminal system failure, delay of procedure, potential for harm.